Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04347 / 04349).

Event description:
It was reported that a patient enrolled in the (B)(4) study underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to pain, elevated metal ions and metallosis. The modular head, acetabular cup and taper insert were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in (B)(6) underwent a total right hip arthroplasty (tha) on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to pain, elevated metal ions, and metallosis. Additional information received in clinical data for the patient indicates that during post operative monitoring and testing, adverse reaction to metal debris and peri-prosthetic fluid on the posterior lateral were noted. The fluid measured 46.3 x 56.2 x 55.7 x 1.9. These findings were found due to follow up testing. Additional information received in patient medical record reports patient also underwent a left tha on (B)(6) 2003. Subsequently, patient was revised on the left side on (B)(6) 2013 due to elevated metal ion levels. Medical records further report leg length discrepancy was noted. Additional information received in patient operative notes dated (B)(6) 2013 reports patient was revised on the right hip due to adverse local tissue reaction to metal debris and elevated ion levels. The modular head and taper insert were removed and replaced. The cup was removed and replaced with a competitor component. Additional information received shows the patient reported the following symptoms: trochanteric pain, tenderness, pain (right groin, lateral thigh, right hip), limp, weakness, limited range of motion and loss of function

Manufacturer narrative:
The returned cup, head, and taper insert were evaluated and found to have been manufactured within specifications. Visual examination of the cup revealed one set of anti-rotation fins was fractured, which could have occurred during the removal process. In addition, there were scratches and evidence of edge wear consistent with dislocation or subluxation of the head. Based upon the appearance of the parts, wear rates did not appear to be excessive. This report is number 2 of 5 MDR's filed for the same event (reference 1825034-2013-04347 / -04349 and 2015-00345 / -00346).

Event description:
It was reported that a patient enrolled in the m2a-magnum study underwent a total right hip arthroplasty (tha) on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to pain, elevated metal ions, and metallosis. Additional information received in clinical data for the patient indicates that during post operative monitoring and testing, adverse reaction to metal debris and peri-prosthetic fluid on the posterior lateral were noted. The fluid measured 46.3 x 56.2 x 55.7 x 1.9. These findings were found due to follow up testing, there were no symptoms reported by the patient. Additional information received in patient medical record reports patient also underwent a left tha on (B)(6) 2003. Subsequently, patient was revised on the left side on (B)(6) 2013 due to elevated metal ion levels. Medical records further report leg length discrepancy was noted. Additional information received in patient operative notes dated (B)(6) 2013 reports patient was revised on the right hip due to adverse local tissue reaction to metal debris and elevated ion levels. The modular head and taper insert were removed and replaced. The cup was removed and replaced with a competitor component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in the m2a-magnum study underwent a total right hip arthroplasty on (B)(6), 2009. Subsequently, patient was revised on (B)(6), 2013 due to pain, elevated metal ions and metallosis. The modular head, acetabular cup and taper insert were removed and replaced. Additional information received in clinical data for the patient indicates that during post operative monitoring and testing, adverse reaction to metal debris and peri-prosthetic fluid on the posterior lateral were noted. The fluid measured 46.3 x 56.2 x 55.7 x 1.9. These findings were found due to follow up testing, there were no symptoms reported by the patient.